Manufacturer narrative:
Additional narratives: tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned that a patient with a 33mm unknown valve in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 7 years, 5 months due to moderately restricted leaflet motion with reduced leaflet coaptation, stenosis and regurgitation. The ttvr was performed with a 29mm transcatheter valve. The patient presented with right heart failure. The patient was discharged home in stable condition on pod #2.

Manufacturer narrative:
H10: additional narratives the most likely cause is patient factors. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.